Manufacturer narrative:
Device evaluated by MFR: the rotablator plus unit was disconnected on the return. The related guidewire was returned with the plus unit. It was noted that the burr of the catheter unit was detached from the catheter and was stuck on the guide wire spring tip. A kink was noted in the guide wire near the spring tip. The burr was removed from the guide wire. The burr was microscopically examined and no issues were noted with the annulus of the burr or with the diamonds on the burr. The coil was microscopically examined. It was noted that the coil was broken inside the actual burr. The distal coil was stretched and the proximal coil was stretched/kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The two 95% stenosed lesions being treated were located in the moderately calcified proximal and mid right coronary artery (rca) without notable tortuosity. The physician treated both lesions with atherectomy runs of the 1.25mm rotablator rotalink plus burr at approximately 150,000 rpms. Following successful ablation of the mid lesion, the physician used the advancer knob with rotation to retrieve the burr proximal to the mid lesion. At the time the physician noted a different sound like it was "bogged down", however no rpm change was noted at the time. The physician then moved the advancer knob again, and the burr did not move, having detached from the catheter. A pt graphix guide wire was advanced to retain access. The physician then carefully withdrew the floppy rotawire guide wire with the burr on the distal tip, removing both devices successfully. The procedure continued with 2.5 x 12mm maverick and 2.5 x 15mm maverick balloons, deployment of 2.5 x 28mm promus mr stent, and post dilation with 2.5 x 15mm quantum maverick balloon. No patient complications were reported and patient status is fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The two 95% stenosed lesions being treated were located in the moderately calcified proximal and mid right coronary artery (rca) without notable tortuosity. The physician treated both lesions with atherectomy runs of the 1.25mm rotablator rotalink plus burr at approximately 150,000 rpms. Following successful ablation of the mid lesion, the physician used the advancer knob with rotation to retrieve the burr proximal to the mid lesion. At the time the physician noted a different sound like it was "bogged down", however no rpm change was noted at the time. The physician then moved the advancer knob again, and the burr did not move, having detached from the catheter. A pt graphix guide wire was advanced to retain access. The physician then carefully withdrew the floppy rotawire guide wire with the burr on the distal tip, removing both devices successfully. The procedure continued with 2.5 x 12mm maverick and 2.5 x 15mm maverick balloons, deployment of 2.5 x 28mm promus mr stent, and post dilation with 2.5 x 15mm quantum maverick balloon. No patient complications were reported and patient status is fine.